Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, when the surgeon was creating the operating space using a round dissecting balloon, the space was created but the balloon popped. Some of the balloon fell into the patient cavity but all of the balloon pieces were retrieved from the patient and was discarded by the nursing staff. There was no patient injury.